Event description:
It was reported that the patient felt shocking on her skin that surrounded the neurostimulator, in her abdomen, and down her leg. The shocking was intermittent and there didn't seem to be a correlation to position or palpation. The patient also reported she had a lot more swelling and bruising with this implant compared to her previous implants, and it was reported that the ins was the "size of a saucer plate" several weeks after implant. The patient was reprogrammed several weeks ago, but the reprogramming did not work, and it was noted that the patient was afraid to turn the ins off while waiting for a doctor's appointment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model unknown, lot# unknown, implanted: unknown, explanted: na. Extension: model unknown, serial# unknown, implanted: unknown, explanted: na.

Event description:
Additional information received reported that the patient's battery was dead and the lead had migrated laterally. The patient was scheduled for a revision to replace the quad/synergy system with an octad/restore system. The system was replaced and it was reported that the patient was doing great.

Manufacturer narrative:
Lead model unknown, lot# unknown, implanted: unknown: 2012-(B)(6); extension model unknown, serial# unknown, implanted: unknown, explanted: 2012-(B)(6).